Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and the event will be reported on the correct MFR number: (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and the event will be reported on the correct MFR number: (B)(4).